Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the device was manufactured april 28, 2023 - may 1, 2023. H10: the device was received for evaluation containing fluid inside the bag that contained the device. A visual inspection was done with the naked eye which observed fluid inside the bag that contained the device. When the unit was removed from the bag, the cause of leak was found to be an untightened blue wing cap. A functional test was performed by filling the unit with green color water. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was monitored until the next day at which time no signs of a leak were observed. The reported condition was verified. The cause of the reported condition could not be determined however, the cause was possibly due to a use error by not securely tightening the blue winged cap. The product label instructions for use indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unspecified location. This was discovered during setup/preparation. The device was filled with linisol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.